Event description:
Disposable circumcision kit contained four pieces which were assembled to do the procedure. During the procedure, the round knob was turned to tighten the bell piece. According to the physician performing the procedure, "the bell piece never felt as if it had a tight seal". The clamp was tightened to the maximum and the bell piece remained loose. The loose seal provided inadequate tension, which resulted in heavy bleeding at the site. Suturing and hemostatic agent were required.